Event description:
A pt reported blood glucose results of "92 mg/dl, 107 mg/dl, and 136 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced.